Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00096. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during an unknown procedure, the tip of the inner/outer sheath broke off inside a patient. The tip was successfully retrieved. Despite a less than 30 minutes delay, the procedure was completed using a back-up device, and no further harm to the patient was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection, however, the reported failure was confirmed by an olympus sales representative. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.